Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: endoscopic image does not appear: the device evaluation confirmed failure of the dr board. The likely cause of the dr board failure was the + power supply of the op-amp was burnt out due to power exceeding the absolute maximum rating of the + power supply.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty printed circuit board.

Event description:
A user facility reported to olympus that no image was produced when using the olympus cv-190 with olympus 180 series scopes. The problem, as reported to olympus, was found on preparation for use for a procedure. The procedure was completed using the same cv-190 and an olympus series 190 scope. There was no patient injury or harm, associated with the problem. Reported to olympus.